Event description:
Customer reported that the stopcock to the tubing connection is coming undone easily in the pre-op and pacu units. They reported that the connection is tightened prior to priming, but that it loosens and has come disconnected and leaked fluid and blood can back-up. No sets were saved. There was no pt harm and no medical intervention was required. The customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported problem of the stopcock coming undone and leaking fluid. The customer stated the set has been discarded and is not available for failure investigation.